Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with a mentor memorygel, 350cc on the left, and 375cc on the right side, breast implant experienced bilateral capsular contractures grade iii/IV and left- sided rupture post procedure. The rupture and capsular contractures discovered during the surgery, and through physical examinations. As a result, patient underwent bilateral replacements as follow: l/ cat#: smhx255, sn#: (B)(4), r/ cat#: smhx255, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii/IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 04, 2022: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on the information available, no further action is required at this time. The manufacturing records of the lot-serial number reported were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).